Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What was the residents experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of leak? Is the ileostomy temporary or permanent? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy with diverticulitis the device while on the distal joined the anvil and after firing was turned two times but was difficult to remove. Once removed it revealed one thing donut with a small hole. It was sutured to repair, and the case diverted to a loop ileostomy to completion.

Manufacturer narrative:
(B)(4). Date sent: 12/05/2022.

Manufacturer narrative:
(B)(4). Date sent: 02/14/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Information previously reported under (B)(4): additional information: the surgeon also shared that he does not believe it is a stapler issue.

Manufacturer narrative:
(B)(4). Date sent: 12/28/2022. Additional information was requested, and the following was obtained: did the surgeon notice anything unusual or unexpected during the firing of the device? No, we heard the ¿walnut crack¿ sound. The only issue was on the removal or detachment of the anastamosis. Did the device successfully complete the firing cycle? Yes. Did the green check mark illuminate after completion of the firing cycle? Yes. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Not to my knowledge. What was the residents experience with the device? N/a. No residents involved. The surgeon who fired the device cdh25p is very familiar with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? To my recollection, the green gap indicator was in middle to low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No, to my best recollection. Was the device difficult to fire? No, its a powered device. How many counter-clockwise revolutions of the adjusting knob were used to open the device? As instructed, two (2) full 360 degree counter clock wise rotation. The issue was on the removal and detachment after firing. After laying the device flat 90 degrees both to the right and to the left, the device was still not releasing. So, surgeon pushed device forward a little to get it to detach. Once removed, he checked the donuts, and they were complete, however one was very thin. Surgeon made decision to divert to a loop ileostomy once the small hole leak was determined. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Once removed, it was confirmed that the washer was cut in two pieces in a circular fashion. The donuts were complete but one was very thin. Were there any issues noted with staple formation at any point throughout the care of the patient? No, not to my knowledge. Was a leak test performed? Yes. That's when the leak of the small hole was identified. Was the staple line visualized endoscopically during the initial surgical procedure? N/a. There was only one procedure. How was the leak identified? During leak test with bulb syringe. What was observed at the site of leak? The small hole where he oversewed with needle and suture. Is the ileostomy temporary or permanent? To my knowledge temporary. Additional information received: the doctor did express to me that when it was not detaching, he had to push forward to release. The surgeon also shared that he does not believe it is a stapler issue.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # 705a53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device was returned with no apparent damage. Only the anvil half washer was returned, there were no staples present and the green check mark did illuminate after the battery was inserted. During the functional test the device was continuously fired. The device was disassembled to verify the condition of the internal components and upon visual inspection was found a cracked stop switch actuator which prohibited it from contacting the stop switch. It is possible for the crack to have occurred during the transportation of the device from the customer to the pi lab in independencia, as the actuator remains under load until the device is reset. In addition, the observed condition from the customer did not indicate continuous activation of the device, further supporting the theory that the crack occurred postoperatively. This defect has been correlated to a manufacturing process. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 705a53, and no non-conformances were identified.